Manufacturer narrative:
Since the device is not being returned, evaluation for malfunction is not possible. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2007, a humapen ergo teal/clear pen body (lot number 0410a04) with a clear cartridge holder attached was reported to have both legs broken off the cartridge holder, now they were attached with sticky tape to fix it. The patient clearly stated that both engagement tabs were broken off. The humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with (B)(4). The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used this device model. The device would not be returned to the company for further investigation. It was unknown if the humapen ergo teal/clear pen body with a clear cartridge holder attached was continued.